Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, a kink was noted on the mapping catheter shaft within the packaging. The mapping catheter was replaced for the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.